Manufacturer narrative:
(B)(4).

Event description:
Procedure type: vats. According to the reporter: the surgeon fired the device across the pulmonary vessels, the first firing across pulmonary vessel worked well. The tech reloaded the stapler with the sulu and the stapler fell apart. The tech said that it sounded like a crunch when loading and also noted a difference in the loading. The anvil portion of the stapler fell off the stapler and was bent. The nurse had to open a second stapler. The first firing across the pulmonary vessel worked fine. The tech reloaded the stapler with the sulu and surgeon fired across the pulmonary vessel. The stapler fired but did not cut. Again the tech noted that staplers doesn't feel the same when loading. The tech opened a third stapler for the bronchus and stapler worked fine. Operating room time was extended more than thirty minutes due to the time that was spent opening three staplers and since stapler did not cut and fell apart.